Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they do not believe their insulin pump is functioning properly due to high blood glucose levels. Customer states experiencing nausea and headache but has not treated for blood glucose levels. Customer was advised to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be flush with the device. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump did not alarm and customer was advised the device was functioning properly but due to flush drive support cap, the device will need to be replaced. Blood glucose level was 297 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime and excessive no delivery and displacement tests. The drive support disk was inspected and no anomaly was noted and no cosmetic damage was noted.